Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for traction issues. A visual inspection was performed and showed the ball joint and the t-handle are worn and the abduction force is low. The root cause is expected wear. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that the device was not holding traction. No patient injuries were reported.